Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal vhd kit size 6 was deployed. Three days post procedure, the pt presented to the physician's office with cellulitis of the right groin. The pt was admitted to the hosp and a culture was taken of the site which was negative. The pt was given IV antibiotics for four days and then discharged. Three days later the pt complained of oozing at the site, but cultures were negative. The pt was placed on another course of antibiotics and the site cleared. No further complications were reported.